Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned for evaluation. However, it¿s likely the b30 error was due to the scope rather than the subject device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus provided on-site support. The gold contacts were wiped clean with an alcohol prep pad. The customer agreed to send the device to olympus for evaluation. To date, the device has not been returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported intermittent scope errors b30 and e216 when preparing their evis exera iii video system center for use. There were no reports of patient or user harm. This report is being submitted for scope error b30.